Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation. Discriminators initially withheld therapy and classified the af episode as supraventricular tachycardia. However, intermittent atrial undersensing caused therapy to be delivered. No programming changes will be made at this time. Device remains implanted. Patient will be continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.